Manufacturer narrative:
(B)(4). Date of initial report: 01/26/2016. The incident sample was discarded by the site and not returned to covidien for evaluation. Although the sample could not be evaluated, covidien¿s investigation identified two possible root causes for the reported failure. The hub divider shifting distally within the hub or the inflow tube expanding or rupturing. Corrective actions have been implemented. A spacer was added to prevent the hub from shifting. Additionally, the inflow tube material was revised. The new inflow tube is made from polyimide, which results in inflow tubes with more strength reducing the likelihood of expansion or rupture.

Event description:
The customer reported that they experienced high temperature alarms during the ablation procedure however they were able to complete the procedure. There was no patient injury.